Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, although the correspondent brainlab measures to minimize this, already anticipated risk as low as reasonably practicable are in place regarding the use navigation information. According to the surgeon, the outcome of the surgery was successful, with the tumor resected as intended during this surgery, and there were no direct negative clinical consequences resulting to the pt. Since the actual drillings and resections were performed with instruments that were not navigated, i.e. Without the navigation being able to virtually display the positions of the invasive instruments relative to the pt's anatomy. The most likely root cause is a difference between the entry points and trajectories/cutting planes pre-determined with the aid of navigation and the actual application of the invasive instruments without navigation, by the user solely remembering the per-determined positions and directions. Additionally, the virtual display of the brain lab navigation might not have been as accurate to the pt anatomy as desired during this surgery, the software might have not found a match to the pt's anatomy that was accurate as desired. The method performed by the user for pt registration to the CT scan used with navigation is labelled for spinal procedures only, i.e. Not intended for here used anatomy. Brainlab investigation could neither confirm nor disprove an actual discrepancy of the used information virtually displayed by the brain lab navigation and the actual pt anatomy. The brainlab navigation provides navigation possibilities for invasive instruments such as drills and chisels; requires accuracy verification by the user and provides functions for this verification of and with the navigation. Brainlab intends to offer additional training to this customer.

Event description:
A resection of a tumor (chondrosarcoma) in the pelvic region, close to the hip joint, was performed with aid of the virtual display by the brain lab navigation. During the procedure the surgeon: used the brainlab pointer to pre-determine the cutting planes (entry points and trajectories) with the aid of navigation. Performed the actual drillings and resections of the bone with instruments that were not navigated, i.e. Without the navigation being able to virtually display the positions of the invasive instruments relative to the pt's anatomy. According to the hospital (surgeon) the femoral head was unintendedly hit by drill and chisel, resulting in a hole of ca 2cm in the femoral head. Tumor tissue was cut into, which was desired to be avoided for this surgery to reduce local tumor recurrence rate. The outcome of the surgery was successful, with the tumor resected as intended during this surgery, and there were no direct negative clinical consequences resulting to the pt by the above.